Event description:
It was reported that the micro reciprocating saw was leaking and during testing. Upon eval at the MFR, it was found to overheat. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.